Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that the patient advocate expressed concern about the patient's heart rate related with this pacemaker. In addition, the heart rate, measured by an external machine, had been consistently in the 40 seconds for several months, and increased sleepiness had been observed. The patient advocate raised suspicion that this device likely not functioning properly. Technical services (ts) explained device function, the differences between machine calculated and device calculated heart rates, and relevant device diagnostics. Ts advised the patient advocate to contact the patient's clinician and to report any symptoms. To date, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the device was confirmed to be functioning normally overall. However, the external monitor failed to detect the premature ventricular contractions (pvcs) of the patient and undercounted the associated heart rate.

Event description:
It was reported that the patient advocate expressed concern about the heart rate of the patient related with this pacemaker. In addition, the heart rate, measured by an external machine, had been consistently in the 40 seconds for several months, and increased sleepiness had been observed. The patient advocate raised suspicion that this device likely not functioning properly. Technical services (ts) explained device function, the differences between machine calculated and device calculated heart rates, and relevant device diagnostics. Ts advised the patient advocate to contact the clinician of the patient and to report any symptoms. To date, this pacemaker remains in service. No adverse patient effects were reported.